Event description:
It was reported that during testing conducted at the user facility the post was found to be loose, which could cause inaccuracy. No patient involvement or procedural delays were reported with the event.

Manufacturer narrative:
Product not available.

Event description:
It was reported that during testing conducted at the user facility the post was found to be loose, which could cause inaccuracy. No patient involvement or procedural delays were reported with the event.